Event description:
It was reported that prior to implant attempt the helix extended but could not be retracted with more than 20 rotations. The lead was not used and was replaced. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.